Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pacing impedance measurements. The patient was referred to contact their clinic regarding the red call doctor icon detected by their implantable cardioverter defibrillator (ICD) and to get their health-related data checked. At this time, this lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pacing impedance measurements. The patient was referred to contact their clinic regarding the red call doctor icon detected by their implantable cardioverter defibrillator (ICD) and to get their health-related data checked. At this time, this lead remains in service and there were no adverse patient effects reported. Additional information received indicates the patient's ICD was explanted and replaced by a cardiac resynchronization therapy defibrillator (crt-d) device as part of a routine upgrade procedure. On the day of device replacement, the high, out-of-range lead impedance measurements were recorded by the explanted device. Prior to the procedure, the ICD was programmed to monitor only to deactivate tachycardia and bradycardia therapy delivery before it was explanted. The ICD was programmed to monitor only after the ra and rv leads were disconnected from the device during explant, resulting in the device recording high, out-of-range lead impedance measurements. The explanted ICD was then retained by the patient; however, the ICD was not immediately unenrolled from the latitude nxt system. As a result, the high, out-of-range lead impedance measurements and the tachycardia therapy deactivation alerts recorded by the explanted ICD (still programmed to monitor only) were transmitted to the patient's latitude nxt communicator, prompting the display of the red doctor icon on the communicator. Five days later, the explanted ICD was unenrolled from latitude nxt and the patient's newly implanted crt-d was enrolled. The new crt-d is currently being monitored via latitude nxt and since its enrollment, the ra and rv lead measurements recorded by the device have been within normal range.